Manufacturer narrative:
Continued d.10. Concomitant therapies: volift® with lidocaine,voluma¿ with lidocaine, alcohol swab, antibiotic cream. Continued e.1. Phone number: (B)(6). Continued h.6. Health effect - impact code: f22. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 22 units of botox, 3 ml of juvéderm® voluma¿ with lidocaine, and 2 ml of juvéderm® ultra plus xc in the p1 and ck1-3 with a 25g cannula. Patient would later be injection on an unknown date with restalyne in the cheeks. About three months after the initial juvederm injections, it was noted the patient had filler "bulging" in the under eye region. Patient was ultimately injected on this same date with 1ml of juvéderm® volift® with lidocaine (0.7mls in the lips and 0.3mls in the perioral area) with a 27g cannula. Two weeks later, patient was pretreated with alcohol swab and injected with 36 units of botox, unspecified volume of teosyal rha 4, and 2.5mls of juvéderm® voluma¿ with lidocaine in the cheeks with 25g cannula. Patient was post-treated with 1cc of gentamicin. About 4 days after this most recent injection, patient began to experience soreness and swelling of the right cheek. Patient would reach out to the office 4 days later to report the events. Office ultimately saw patient the next day, where roughly 8ccs of pus were drained from the area. Patient was given IV co-amoxiclav and also prescribed oral clindamycin 300mg 3x daily for 5 days, 3 doses of oral co-amoxiclav, 3 doses of oral 8mg sanexon, 3 doses of oral clabat, and oral omeprazal. The healthcare professional reported the symptoms were resolved on the same date they saw patient following the drainage, but patient is still taking their course of medications. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00545 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00546 (allergan complaint #2795736), and MDR ID# 3005113652-2023-00547 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.